Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 388 mg/dl. Customer had symptoms such as dizziness. Drive support cap was normal. Customer did not allege for under delivering. Customer was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.